Manufacturer narrative:
The insulin pump was received with no act button response due to flattened act button dome switch. Analysis was unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, unexpected restart, operating current test and unable to verify for motor error alarm due to no act button response. No button error alarm noted during testing. The motor was tested outside of the device and passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 89 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.